Event description:
It was reported that a 980 ventilator generated a constant alarm after it was unplugged, and while plugged into a power source but not turned on. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and reseated all printed circuit boards. The se performed extended self-testing on the device and all tests passed.